Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak from the connection between dialysate ports and coupler of a polyflux 140h. The leak was observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The set was received contaminated with blood. After disinfection, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing to the dialysate side and no leakage was found. To exclude an internal leak, additional testing was performed on the blood side and no leakage could be seen. Visual inspection of the connectors on the blood and filtrate side did not identify any conspicuous features associated with an external leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.